Event description:
Interbody fusion device (cage) was being implanted, the cage was too wide for the space being inserted and the monitor showed nerve damage. The implant was left in place.

Manufacturer narrative:
Implant was left in patient. A device from same lot of the actual device involved in incident was measured and found to be in specification. Measured the width of an implant from the same lot and found it to be in specification. Surgeon inserted implant incorrectly, he misused instrument by breaking threaded tip twice. Device performed according to specifications.